Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to u204 pins 6 & 7 read out of tolerance on the distribution node pca. The root cause for the defective component could not be positively identified. There were no adverse events associated with the electrode belt malfunction.